Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The black tip on the screw depth gauge was found broken prior to the case starting.

Manufacturer narrative:
(B)(4). Examination of the returned instrument found the black tip missing. The root cause is attributed to misuse. A previous investigation with the same lot number found the device history records reviewed didn't find any manufacturing deviations or anomalies. The instrument was manufactured on (B)(6) 2007 and is over 8 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.